Event description:
It was reported that nrg transseptal needle was selected for use. It was mentioned that when the device was unpacked the needle was noted to be damaged. The damage could have affected the patient. Thus, the needle was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.